Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, as no event date was reported but it was reported that the patient had her post-operative visit in (B)(6) 2020. The lot number (250303690) does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The voluntary user medwatch number is 4900240000-2020-8145. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a synthetic retropubic midurethral sling + cystourethroscopy procedure performed on (B)(6) 2020 to treat stress urinary incontinence. The procedure was completed with no complications. According to the complainant, five weeks after the implantation ((B)(6) 2020), examinations performed during the patient's post-operative check-up found that: the patient's post-voiding residual (pvr) volume was 113ml; point-of-care urinalysis showed trace blood (clean catch); speculum examination revealed that the vaginal epithelium had healing suture lines as expected, no bleeding, there was some brownish discharge, and the cuff was intact; bimanual examination showed that the cuff was intact, no induration, and no tenderness. A cystoscopy was performed and revealed that the patient had pvr near upper limit of normal with possible mild voiding dysfunction symptoms (urinary hesitancy and frequency). After three months, the patient returned to see the physician and complained of existing urinary hesitancy and frequency, and vaginal flatulence. The patient was unable to tell if she was emptying her bladder but reported voiding every 30 minutes. The patient pvr was 400ml and she was then diagnosed with worsened incomplete bladder emptying. The patient was given an option of pelvic floor therapy of sling lysis, but she declined to have another surgery and opted for pelvic floor physical therapy. The patient was scheduled for a nurse visit after 2.5 months due to persistent voiding dysfunction and moderate to severe vaginal pain after intercourse. She described pain as mostly suprapubic, worse during and after intercourse, and felt like her vaginal opening had ripped open. Reportedly, there was no vaginal bleeding, urine leakage, or chronic dysuria. Pvr was 270ml. There was also moderate to severe tenderness over bilateral levator muscles, mild suprapubic tenderness (cephalad to her sling incisions), and minimal tenderness over the urethra. It was reported that the patient was taking flomax but had not done any of the physical therapy exercises as she did not believe it would work. Her urinary symptoms remained unchanged; frequency and sense of incomplete emptying, had bothersome pelvic pain and pain in her legs that she attributed to the sling. Subsequently, the patient underwent sling removal on (B)(6) 2020. Reportedly, the patient is overall doing well.